Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. According to clinical findings, the doctor discovered the pump deep in the ventricle. Data logs indicate that placement signal returned to normal range after a noted spike in motor current, but without any resolution in the low pump flow issue. The cause of the low pump flow issue was most likely biomaterial based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there were ongoing suction alarms. The physician attempted to reposition without success. The pigtail was caught around the papillary muscle. The device was swapped for another impella cp with no patient harm.